Event description:
It was reported that the user experienced multiple hypoglycemic events without associated symptoms while using the ilet bionic pancreas, with no identified triggers such as exercise, medication use, or meal-related timing. Symptoms included low blood glucose without awareness. Outcomes included urgent low glucose events that required oral glucose treatment. Investigation included troubleshooting and user education on low treatment best practices, including the 15-minute rule, and assignment of additional training to determine whether a factory reset or soft reset would be appropriate. Investigation of this case revealed no specific device malfunction or component failure and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.